Manufacturer narrative:
Kaufmann e, botzel k, vollmar c, mehrkens jh, noachtar s. What have we learned from 8 years of deep brain stimulation of the anterior thalamic nucleus? Experiences and insights of a single center. J neurosurg. 2020:1-10. 10.3171/2020.6.jns20695. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Kaufmann e, botzel k, vollmar c, mehrkens jh, noachtar s. What have we learned from 8 years of deep brain stimulation of the anterior thalamic nucleus? Experiences and insights of a single center. J neurosurg. 2020:1-10. 10.3171/2020.6.jns20695 summary: in the absence of a standard or guideline for the treatment of epilepsy patients with deep brain stimulation (dbs) of the anterior nucleusof the thalamus (ant), systematic single-center investigations are essential to establish effective approaches. Here, the authors report on the long-term results of one of the largest single-center ant dbs cohorts. Identified events: 12. 2 patients had to undergo explantation due to bacterial meningitis or postauricular dermal defects in the lead area. Neither patient has yet undergone reimplantation, because one patient recently underwent explantation and the other patient experienced a persistent seizure reduction outlasting dbs explantation. The following device specifics were provided: ins activa pc.